Event description:
It was reported that during a surgical procedure at the user facility, multiple drills were overheating, and the event of a burn was reported on MDR number 0001811755-2013-00923. The procedure was completed successfully, with a delay of which the user facility was unable to specify the duration.

Manufacturer narrative:
During the device evaluation, friction was found on the rotor, which is a probable cause of the reported overheating.